Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges hyperglycemia of 480 mg/dl. Caller reported she is only able to decrease her glycemia when corrected with an insulin pen. No adverse event reported. Requested return of the alleged device for evaluation.